Event description:
It was reported that this left ventricular (lv) lead presented high capture threshold measurements. Additionally, it was causing diaphragmic stimulation. Subsequently, this lead was capped and surgically abandoned, with a new device implanted. No additional patient effects were reported.